Event description:
The customer reported the vertical lift switch is broken. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift switch. System operates as intended. (B)(4).